Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review with the electrophysiologist was requested for this patient implanted with an implantable cardioverter defibrillator (ICD). There were several non-sustained and sustained ventricular events and atrial tachy response (atr) episodes, and it was noted that the principal rhythm in these events was atrial flutter with conducted rhythm into the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones. Anti-tachycardia pacing (atp) and shocks were inappropriately delivered for atrial arrhythmia with rapid ventricular response. Approximately a month later, it was reported that the patient received 1 atp and 8 shocks; all were inappropriate for an supraventricular tachycardia (svt) that was detected in the vf zone (200 bpm). Therapy exhaustion was noted. The patient was admitted to the hospital for further evaluation, and the plan was to continue routine follow up. The ICD remains in service, and no adverse patient effects were reported.